Event description:
It was reported that the right ventricular lead was noted to have high impedance. The lead was suspected to be fractured. The pace/sense portion of the lead was capped and replaced. During the replacement procedure, the left ventricular lead was noted to have a "small nick" in the insulation near the insertion site into the patient's body. The physician repaired the lead with a silicone repair kit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 694758 implantable tachy lead 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).